Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced unexplained high and low blood glucose levels. The customer stated that she observed her glucose meter showing "high." She reported that she treated with 5.0 units of insulin, contacted her doctor, and was advised to take another 10.0 units. She stated that she decided only to take another 3.0 units. She noted that about 3-4 hours later, her blood glucose reading dropped to 29 mg/dl. She stated that she had fallen asleep, woke up drenched in sweat, and knew her blood glucose was low, so treated with candy. She advised that she did not experienced high blood glucose levels with her current infusion set but did with her previous set, which was not present. Upon troubleshoot, the insulin pump was found to work as designed, having passed the high pressure test. She declined further troubleshoot, stating that she would change the infusion set at the end of the call. The blood glucose reading by the end of the call was 264 mg/dl. Nothing further.